Event description:
It was reported that the patient presented for pacemaker exchange due to device reaching elective replacement indicator (eri). Upon review, the right ventricular (rv) lead exhibited inadequate capture and failure to capture. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.